Manufacturer narrative:
This lead was successfully repositioned. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead required repositioning one day post implant due to dislodgement. It was reported that the patient with this lead is not pacemaker dependent and that no other adverse patient effects were observed.